Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing impedance measurements of over 2000 ohms. No additional adverse patient effects were reported.